Manufacturer narrative:
Manufacturer's ref. No: (B)(4). It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) procedure with a smart touch bidirectional catheter. Initially it was reported that the catheter stopped fully deflecting towards the d curve. The catheter was replaced and the issue resolved. The procedure was completed with no patient consequence. The returned device was visually inspected and the polyurethane (pu) margin was found lifted on proximal side of peek housing; and two bumps were observed in the lumen. Per the complaint, the catheter was tested for deflection and the catheter failed. The catheter was dissected and it was noticed that the t bar slid down from its place. Reddish material was observed in the dissection area due the t-bar issue; as well residues of pu application was found at the t-bar anchored place. Dacron assembly was in correct position which indicates a proper manufacturing assembly. The bumps and reddish material observed are related with the t-bar displacement. Additionally, catheter deflection is verified several times before leaving the facilities. The device history record (DHR) was reviewed and no anomalies were found. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. The root cause of the catheter t-bar displacement and the pu damage cannot be determined since there was evidence of the proper manufacturing assembly.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) procedure with a smart touch bidirectional catheter. Initially it was reported that the catheter stopped fully deflecting towards the d curve. The catheter was replaced and the issue resolved. The procedure was completed with no patient consequence. This issue was assessed as not reportable as the user was not able to use the device and had to replace it. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The biosense webster failure analysis lab received the catheter on february 3, 2017 and noted that the polyurethane (pu) margin was lifted allowing reddish brown material inside the proximal side of peek housing. The tip lumen had bumps in two areas, 2.2 cm and 2.0 cm from the distal end of the tip dome. No metal was exposed. Additional information was received on clarification of the returned catheter condition. These conditions were not noted during the procedure nor during the withdrawal. They used an sl1 8.5f sheath. There was no difficulty experienced while maneuvering the catheter or during the withdrawal. It was confirmed that there was no patient consequence. The issue with the bumps was assessed as not reportable as there was no exposure of internal components, or any evidence that the integrity of the catheter was compromised. Therefore, the potential that it could cause or contribute to a death, serious injury, or other significant adverse event was remote. The issue with the lifted pu was assessed as a reportable malfunction as if the pu border was damaged, then internal components can be exposed to the patient. Therefore, the awareness date was reset to february 3, 2017.